Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 39 mg/dl at the time of incident and customer other blood glucose level was 160 mg/dl. Customer stated that insulin pump was not alarming even if her blood glucose below 70 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food and glucose tablet for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they did not alleging insulin pump was over delivering. Customer reported that insulin pump was not exposed. The insulin pump will not be returned for analysis.